Event description:
Adverse event(s): "pressure" (intraocular pressure rise), "pain" (pain), "nausea" (nausea), "vomiting" (vomiting). Product problem(s): "dislocated" (dislocated or dislodged [iol (intraocular lens implant]. A technician reported that following intraocular lens (iol) implant surgery, the iol had dislocated. Medical records indicated that, at one day postoperative, the patient experienced "a lot" of pressure and pain around the eye, as well as, nausea and vomiting. Retailed cortex and an increased intraocular pressure (iol) were noted. Paracentesis was performed and the patient was given medications, which resolved the iop. The technician reported that the dislocation was due to the retained cortex which pushed the iol temporally. The cortical material was removed; but it was very tenacious and due to the "tugging, there may have been a small dent in the posterior capsule". The iol was exchanged two days after the initial implant surgery. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the initial lens. The report for the replacement lens has been previously submitted, MFR report # 1119421-2010-00452.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/29/2010 and 04/01/2010 by phone, fax, and mail. Medical records were received on 04/02/2010. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).